Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred and pump time/date were incorrect. Pump supplies were changed to resolve the occlusions and customer corrected time/date. Customer's blood glucose was over 400 mg/dl. Insulin was administered and infusion set site was changed to address bg.